Event description:
Boston scientific received information that the patient experienced six inappropriate anti-tachycardia pacing (atp) episodes and four shocks due to the rhythm ID becoming uncorrelated. Therapy was exhausted.it was also noted that noise was seen on the shock channel at the beginning of the episode, but not leading up to the therapy. Boston scientific technical services (ts) discussed that since the patient typically has high stable heart rates, there were no good reprogramming options. The device was reprogrammed to give therapy in the ventricular fibrillation (vf) zone only. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.